Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported the screen is not activating and when it calibrates it is off. They are unable to recalibrate the touch screen. There was no patient involvement. The customer reported there is no damage or residue on the screen. The remote service engineer advised it is likely the touchscreen. The customer replaced the touchscreen and the issue is resolved.